Event description:
Medtronic received information that during the preparation for coiling of an aneurysm, the echelon catheter was perforated by the silverspeed guidewire. There was no harm to the patient. The devices were never used to treat the patient. Same event as MDR# 2029214-2015-00602.

Manufacturer narrative:
The device was not returned for analysis. Attempts were made to obtain the device. However, they were unsuccessful. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation. It was found punctured by a guidewire proximal of the distal marker band and was protruding from this puncture site for approximately 2.5cm. The guidewire was unable to be removed from within the catheter. The coating of the guidewire was found to be damaged at several locations. The outer coils of the guidewire were found to be damaged at approximately 2.5cm from the distal end of the guidewire. A possible cause for the guidewire puncture may have been due to the shaft wall thickness becoming too thin due to shaping. In addition, the guidewire was found to be damaged. Guidewire damage can occur when inadequate hydration of the guidewire coating results in sticking and difficult handling. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).